Manufacturer narrative:
Findings: unit received a33 alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to an alarm. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 131 mg/dl at the time of the incident. Customer reports insulin squirting out during the prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.